Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012143358); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a crown overlap almost to the 4th node was observed on loading screening. A gentle pre-dilation was performed. Upon deployment, infolding was observed in the valve. The valve was recaptured and removed from the patient. A further pre-dilation was performed with a larger balloon. A new valve and delivery catheter system (dcs) were used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: d6a - implanted date: n/a as the device was never fully deployed. D6b - explanted date: n/a as the device was recaptured, not explanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three static images were provided for review. The patient¿s executive summary was not provided for anatomical review. The static image of the fluoroscopic valve load inspection was provided and the overlap does not seem to reach node 4. A complete fluoroscopy check with a 360° rotation would be required to confirm good load. In this case, the load was considered acceptable, and the valve was used. During valve deployment attempt, an infold was evident. The valve was deployed in the sterile field and infold was visibly confirmed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. It was reported that the infolded was discarded and a new valve was used for the implant. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was not returned to medtronic, so no product analysis could be performed. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the infold was noted on the first deployment. Per the physician, complex anatomy, fibrotic leaflets, and previous surgery to the left ventricular outflow tract (lvot) contributed to the infold. Upon review of the loading imaging, it was observed that the reported crown overlap does not seem to reach node 4, however it was reported that a 360 rotation complete fluoroscopy check would be required to confirm that there was no misload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the infold resulted in a slight procedural delay due to needing to load a new valve. Per the physician, complex anatomy, fibrotic leaflets, and previous surgery to the left ventricular outflow tract (lvot) contributed to the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.